Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient was in the hospital and they were wanting to do an MRI to check for possible stroke. The caller mentioned that years ago the device was doing something where it was "over-shocking" the patient, so the caller used the patient programmer to turn the therapy off. Since that time the patient lost the programmer and the hospital would not do the MRI until they could confirm the device status. The agent reviewed the option for the hospital to invite a manufacturer representative (rep) to assist with checking the device status. The agent reviewed considerations regarding possible eos and the caller indicated the patient no longer had a managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.